Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar canal stenosis at l3-s1; and underwent percutaneous pedicle screw fixation and posterior lumbar interbody fusion at l3-l5, and transforaminal lumbar interbody fusion at l5-s1. About half a year, post-op, partial bone union failure occurred at l3-l4 and l4-l5; and general loosening of the pedicle screw occurred. It was judged that this event was not because of the alleged product but due to the characteristics of the disease (involuntary movements) and the effects of osteoporosis. Bone union was achieved at l5-s1. The patient also experienced lumbar backache. A revision surgery was scheduled to be performed on (B)(6) 2020; but it is unknown if this surgery has been performed or not. Pedicle screw replacement was planned during this surgery.